Event description:
It was reported that the haptic was stuck in the cartridge when inserting the intraocular lens (iol) into the eye. The doctor cut off the haptic, enlarged the incision to remove and replace the iol within the same procedure. It was stated that a suture was used. The iol was replaced with the same model with a +19.5 diopter. No patient injury was reported. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The product was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification. Visual inspection revealed what appeared to be viscoelastic residue and surface residuals (particles). The lens has one missing haptic. The lens condition is consistent with a lens that was removed from the patient¿s eye. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was performed for the period when this production order was manufactured and no changes were implemented during the manufacturing of this production order in method, inspections or specifications that could be related with this complaint type. The documentation showed that the production order was manufactured according to specifications. Product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.